Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained. For clarification, did the device staple? Yes. If the device stapled, were they any staples missing from the staple line? Yes staples were malformed. Did the device cut? Yes if the device cut, was the cut line complete? Yes did the device start to fire and then jam, in that the staple line and cut line stopped at about the same place? Yes devise got started to fire and then jam. Surgeon found it very difficult to fire. Staple line and cut line stopped at same place. Was there difficulty in removing the reload from the device? Yes.

Event description:
It was reported that during a laparotomy procedure, the reload has been taken out from the packaging with sterile technique. Surgeon has followed all the steps properly like loading and firing sequence. When surgeon fired the stapler using a blue reload and firing has been done appropriately. But the cartridge got stuck and there was no proper staple formation. Another reload was placed in the device used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # m5653r. The analysis results found that the tcr10 reload was received with the reload forks broken off. The cartridge was locked and with 45 drivers up. No functional test was performed. This damaged is consisted with an improper loading technique. Please reference the instruction for use for proper cartridge loading. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.